Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 04 oct 2018 arjo was notified about the event, which occurred in the (B)(6) in the UK. It was reported that during lifting of the resident (female, (B)(6) years old, 68 kg) from the bed, the maxi twin passive floor lift tipped to one side and the resident fell to the bed. During the event, two caregivers were present on both sides of the bed. There were no health consequences for the resident nor the caregivers. The evaluation of the device was carried out on 08 oct 2018 and allowed to gather detailed information concerning the course of the event. After starting the transfer, two castors of maxi twin lift have risen, causing that the device started to lean over towards of the resident's head. The caregiver lowered the maxi twin and the castors came back to the floor. Arjo representative inspected the involved maxi twin passive floor lift and it was confirmed that the device was up to the manufacturer's specification, only some signs of use were noticed on the lifting arms and legs. They did not have any impact on the functionality of the maxi twin. This device was under arjo service and maintenance contract. The last service was performed on 12 apr 2018. Following previous investigations and product knowledge, the following factors might have been considered to be the possible causes of maxi twin tipping: using the lift not in accordance with the procedure described in the instructions for use (04.kt.00_13gb)- maneuvering the lift, for example, using the spreader bar or the patient in the sling. Pushing or pulling the device sideways instead of the front direction. Pushing the device directly on the obstruction placed on the floor. Based on the information gathered, one of the above-mentioned scenarios can be pointed out as an exact factor contributing to this particular event. Results of the observations carried out during the evaluation of the device showed that the cables were under the bed, which was used when the event occurred. These cables might have been the obstructions on the way of maxi twin operating. Instructions for use dedicated to the maxi twin lift warn: "to avoid entrapment, make sure the path of the movement is free from obstacles." During the maneuvering with the maxi twin lift by the caregiver, the lift's castors could run into the cables causing that the two castors have risen. As the consequence of this situation, the lift tipped over to one side with the resident. The procedure of transfer is described step by step in instructions for use dedicated to maxi twin. In the labeling, there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling and correct lifting procedures. If the caregiver follows every guideline given in the device instruction for use, there is a very low possibility of any potentially risky situation to occur as all maxi twin lifts have been designed, produced and certified to meet the requirements of the iso 10535 stability test. When reviewing similar reportable events, we have found a limited number of cases that may relate to the investigated issue investigated: maxi twin lift tilted during the resident transfer. To sum up, arjo device played a role in the event as it was used with a resident at the time of the event. The floor lift did not meet its performance specification. The complaint was decided to be reportable due to fact that the device tipped over with the resident and it can pose the potential for serious injury upon reoccurrence.

Event description:
On (B)(6) 2018 arjo was notified about the event, which occurred in the (B)(6) care home facility in the (B)(6). It was reported that during lifting of the resident (female, (B)(6) years old, (B)(6) kg) from the bed, the maxi twin passive floor lift tipped to one side and the resident fell to the bed. During the event, two caregivers were present on both sides of the bed. There were no health consequences for the resident nor the caregivers.